Event description:
A customer reported non reproducible results for one patient sample on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no evidence of patient harm as a result of this event.